Manufacturer narrative:
The customer returned the vial with one strip. That one strip was tested along with 5 retention strips (lot number 474101), using control solution. All of the returned results were within the acceptable control range. A specific root cause for the event could not be determined. A possible cause for the result discrepancy could have been from the lack of circulation. If peripheral circulation is impaired, the collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level.

Manufacturer narrative:
Na

Event description:
The customer called and stated while using the accuchek inform ii meter (serial number (B)(4)), erratic blood glucose results were obtained on a patient prior to a pet scan. The patient was hypoxic due to lung cancer and her fingers were blue. At 1424 a result of 234 mg/dl was obtained compared to a result of 167 mg/dl at 1426. Later, at 1454 they obtained a result of 121 mg/dl using the same meter as previously used to obtain the first two results. They questioned the results since the patient is not diabetic. The patient was not treated based on these results. The customer then stated she thinks they then retrieved another accuchek inform ii meter (serial number unknown) from the emergency room and they obtained a reading that closely correlated with the reading of 121 mg/dl. She could not provide the actual result or the time of the test. The customer reported that a venous laboratory draw was performed at 1516 and the result was 115 mg/dl. The customer uses a sequestered strip lot so the meter is coded correctly. It is not known if the emergency room meter test result was from the same vial of strips as the first two tests or if a different vials of strips was used. It was stated that controls had been run on both meters within 24 hours and the controls had passed. It is not known if the meter test results were all from the same vial of strips or if different vials of strips were used. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.